Event description:
It was reported that the pt experienced a shocking/jolting sensation following a fall on ice. The shocking and jolting sensation were felt at the lead extension site when the pt's arms were raised up and stim was on. It was also reported that the pt felt a dent in the implantable neurostimulator following the fall. Despite the shocking and jolting sensation, the pt was experiencing relief from their pain symptoms. An x-ray of the lead connection site revealed normal hardware and impedance testing revealed normal impedances. The pt underwent reprogramming. It was unk if this resolved the pt's shocking symptoms.